Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a driveline infection. On (B)(6) 2020 the patient had a tug on the driveline and was seen in clinic on (B)(6) 2020. Driveline cultures were obtained and patient was started on doxycycline by mouth. The cultures were positive for pseudomonas aeruginosa and the patient reported drainage from the driveline site following trauma.

Manufacturer narrative:
The event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been treated for a driveline infection since (B)(6) 2020.